Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the returned stent was found to be partially deployed from the stent catheter. The stent stabilizer was found to be kinked/bent and broken/fractured. The stent delivery catheter was found to be flattened/crushed. The stent was found to be intact. Functional inspection: stent failed/unable to deploy functional test ¿ pass. The device was flushed, and the stent was deployed without difficulties. Stent stabilizer kinked/bent ¿ defect confirmed during the visual inspection. The reported stent failed/unable to deploy was not confirmed during the analysis, however the analysis results are consistent with the reported events. The reported stent stabilizer kinked/bent was confirmed during the analysis. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that stent could not be deploy. After several tries the tail of hypo tube of the stent was kinked. As per the additional information, the device was prepared as per the dfu, there were no anomalies noted to the stent delivery system prior to use, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the stent was noted to have been partially deployed from the delivery catheter, the stabilizer proximal end was noted to be kinked and fractured and the delivery catheter was noted to be flattened. It is probable that the device was damaged during navigation through the patients anatomy causing the damage noted to the device and the reported difficulty to deploy the stent. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and to the analyzed stent partial deployment and stent delivery catheter flat/crushed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the proximal end of the stabilizer was kinked and fractured due to handing of the device during use, therefore an assignable cause of handling damage will be assigned to the analyzed stent stabilizer kinked/bent and stent stabilizer broken/fractured during use.

Event description:
Analysis of the returned device found that the subject stent was partially deployed, and subject stent stabilizer was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.